Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited undersensing. The patient then presented in person and device erosion was observed. An infection was also suspected. On (B)(6) 2018, the device was explanted. The patient was discharged.